Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 5th november 2009 and performed to specification, alongside random manual power ons, up to the 21st september 2014. An increase in voltage during this time suggests a further pad-pak was installed. The device records multiple manual power ups of 10 minutes duration between the 25th september 2014 and the 30th june 2015. The pad-pak was removed. The device failed several self-tests due to a low battery on the 25th september 2015. No further data was recorded. The user accessible memory was erased prior to the 15th september 2011. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.